Event description:
Boston scientific performed a retrospective data analysis on comet using the pinc ai healthcare database from premier. Patients are identified through use of comet as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from (B)(6) 2019 through (B)(6) 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Comet outcomes were assessed against other similar/benchmark devices. Rates of the adverse events including death, myocardial infarction, pericardial effusion, cardiac tamponade, acute renal failure, contrast allergy, bleeding, embolism and stroke are reported. A total of 33342 patients underwent a procedure using comet. The following is a summary of those results over 5 years ((B)(6) 2019 - (B)(6) 2024): myocardial infarction rates comet cases: 43 out of 33342 patients resulting in a rate of 0.13%, compared to the competitor rate of 0.08%-0.14%. Myocardial infarction rates for comet claims fall within the range of the similar/benchmark devices. Rates for mi are comparable to those of similar/benchmark devices and are therefore acceptable. Pericardial effusion rates comet cases: 34 out of 33342 patients resulting in a rate of 0.10%., compared to the competitor rate of 0.10%-0.17%. Pericardial effusion occurring in the setting of a pci would likely be caused by vessel trauma. Comet claim pe rates fall within the range of similar/benchmark devices. Rates for pericardial effusion are comparable to those of the similar/benchmark products and are therefore acceptable. Cardiac tamponade rates comet cases: 21 out of 33342 patients resulting in a rate of 0.06%, compared to the competitor rate of 0.04%-0.07%. Cardiac tamponade rates for comet claims fall within the range of similar/benchmark devices. Rates for cardiac tamponade are comparable to those of the similar/benchmark devices and are therefore acceptable. Acute renal failure rates comet cases: 473 out of 33342 patients resulting in a rate of 1.42%, compared to the competitor rate of 1.09%-1.82%. Acute renal failure rates for comet claims fall within the range of similar/benchmark devices. Rates for acute renal failure are comparable to those of the similar/benchmark products and are therefore acceptable. Contrast allergy rates comet cases: 57 out of 33342 patients resulting in a rate of 0.17%, compared to the competitor rate of 0.11%-0.31%. Contrast allergy rates for comet claims fall in the range of similar/benchmark devices. Rates for contrast allergies are comparable to those of the similar/benchmark products and are therefore acceptable. Bleeding rates comet cases: 670 out of 33342 patients resulting in a rate of 2.01%, compared to the competitor rate of 2.23%-2.47%. Bleeding rates for comet claims are lower than those of similar/benchmark devices. Rates for bleeding are therefore acceptable. Embolism rates comet cases: 186 out of 33342 patients resulting in a rate of 0.56%, compared to the competitor rate of 0.29%-0.58%. Embolism rates for comet claims fall within the range of similar/benchmark devices. Rates for embolism are comparable to the similar/benchmark device rates and are therefore acceptable. Stroke rates comet cases: 93 out of 33342 patients resulting in a rate of 0.28%, compared to the competitor rate of 0.27%-0.30%. Stroke rates for comet claims fall within the range of similar/benchmark devices. Rates for stroke are comparable to the similar/benchmark device rates and are therefore acceptable.

Manufacturer narrative:
B3 date of event: data was provided for events recorded (B)(6) 2019-(B)(6) 2024. 01jan2019 selected as the earliest possible date of event. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.